Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for unstable pacing thresholds as evidenced by an increase over the previous six months and high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.